Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited t-wave oversensing. Patient was asymptomatic and stable. No programming change have been made to address the issue. Patient will be scheduled for follow-up to make the changes.

Event description:
New information received stated that the patient presented on (B)(6) 2019 with multiple episodes of undersensing. On (B)(6) 2019, programming changes were made to address t-wave oversensing and undersensing. No further incident was reported.